Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
A rusch catheter was placed intraoperatively. The 8 hours after the operation the catheter fell out because the y-shaft of catheter broke off and the balloon deflated. Fortunately nothing happened to the little child. Additional information: no force was used. The device broke at the y-shaft. No parts were left inside the patient. Instillagel was used for insertion. The device has been discarded.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa test. 2 representative samples were returned for investigation. It was reported that the y-shaft of catheter broke off and the balloon deflated. Visual examination conducted on the samples observed no sign of abnormalities. All parts are still intact and in good condition. Further investigation, the representative samples then were subjected to weight load test as per spm-a51-002. 0.75kg of load were attached to the sample and the catheter was hung for 1 minute. No sign of any funnel detachment and catheter broke were observed on the tested samples. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object that may deteriorate the catheter and catheter had experience with excessive force that exceeding the tensile strength of the tube. Nevertheless, as part of our initiative, positive released test was conducted at injection molding process. As per spm-a51-002, maximum of (B)(4) pieces of catheter from each batch were tested using weight load during start and stop of injection molding process. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
A rusch catheter was placed intraoperatively. The 8 hours after the operation the catheter fell out because the y-shaft of catheter broke off and the balloon deflated. Fortunately nothing happened to the little child. Additional information: no force was used. The device broke at the y-shaft. No parts were left inside the patient. Instillagel was used for insertion. The device has been discarded.